Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant dilation was performed. Of note, the patient had a severely calcified annulus. After the pre-implant dilation, the patient's blood pressure dropped and the valve was quickly implanted. Two post implant dilations were performed with a 28 millimeter (mm) and 30 mm balloon, however the patient required cardiopulmonary resuscitation (CPR). The patient was placed on extracorporeal membrane oxygenation (ECMO) and was taken to surgery due to root injury. Two days following the valve procedure, the patient died. The cause of death was not reported.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve was post-dilated twice to reduce paravalvular leak (pvl). CPR was required as the patient had a complete heart block. Per the physician, it is possible that a slightly aggressive dilation was the cause of the root injury.

Manufacturer narrative:
Updated fields: b2 b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data: h6 - annex b method code (b17) was erroneously submitted on the initial medwatch and is not applicable to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.